Event description:
During a laparoscopic salpingoopherectomy the surgeon could not open the ez35w after firing it. The device was pulled off of the tissue. The staple line was inspected and noted to be completed and hemostatic. The procedure was completed without incident. They were able to pull apart the handles after the device was pulled off the tissue. There was no consequence to the pt.

Manufacturer narrative:
H4: information unavailable.